Event description:
Defective titanium adapter. Patient brought in by parents for transfer set change after patient took off his minicap. Prior to transfer set change, weak spot by titanium adapter noted and decision to repair pd catheter was made by this registered nurse. Threaded cover of the first titanium adapter that was applied did not screw in completely to adapter. A whole new sterile set up with a new titanium adapter obtained. When the second adapter was applied, threaded cover also did not screw in completely to adapter. New setup was obtained again and plastic adapter was applied this time. No issue noted with plastic adapter. Due to multiple manipulation of the catheter, decision was made by dr. And registered nurse to treat patient prophylactically with intraperitoneal cefazolin. Manufacturer response for titanium luer adapter pd accessary, argyle two part titanium luer adapter (per site reporter). The manufacturer is notified- no responses yet.